Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that a neuron 6f 070 delivery catheter (neuron 070) was stretched upon removal from the packaging. The damaged neuron 070 was found prior to use and therefore, was not used in the procedure. The procedure completed using a new neuron 070.

Manufacturer narrative:
The packaging tape was torn and removed from the packaging card. The neuron 6f 070 delivery catheter (neuron 070) was stretched approximately 95.0 cm from the hub and ovalized on the distal tip. There were minor bends in the proximal shaft. Evaluation of the returned device revealed the packaging tape was torn and removed from the packaging card, and the distal shaft of the neuron 070 was stretched and ovalized. If the packaging is bent, folded, or otherwise improperly handled, the packaging mandrel placed in the distal shaft of the neuron 070 may slip from under the packaging tape. If an attempt to withdraw the neuron 070 through the packaging tube while the mandrel is still inside the distal shaft is made, the distal shaft may become damaged. The proximal bends were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.